Event description:
It was reported, during the implant procedure, position difficulty was encountered. Consequently, this device was withdrawn and another device was selected and implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis finding: no anomalies found.